Manufacturer narrative:
(B)(4). It was reported that the patient was discharged from the hospital after 24 days. At the time of this report, the patient was recovering from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Pt age: the patient was born in an unreported date in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdomen pain and cloudy pd fluids coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotic drugs. The patient was still hospitalized and recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available.